Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported bleeding, bleeding in bowels, varicose veins, blockage which led to leg spasm, cramps, vein enlargement, painful swelling in legs and lower extremities and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Vena cava (vc)/organ(psoas, vertebral body) perforation, inferior vena cava (ivc) thrombus, device unable to be retrieved, bleeding, bleeding in bowels, varicose veins, blockage which led to leg spasm, cramps, vein enlargement, painful swelling in legs and lower extremities and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis. It is also alleged that a competitor's filter was implanted approximately 1 year later because the celect filter was not sufficiently blocking blood clots. Patient is alleging vena cava perforation, device unable to be retrieved, bleeding, and "extensive clot requiring 2nd filter." The patient further alleges "bleeding in bowels, varicose veins, blockage which lead to leg spasm, cramps, vein enlargement, painful swelling in legs and lower extremities" and difficulty with "walking, running, standing for any length of time." Per implant report (non-cook): "there is thrombus located above the filter..." "This confirmed the supra filter clot as well as the level of the renals..." "I am afraid at this point in time that the thrombus is mostly matured and likely represents scar tissue." Per report from CT (computed tomography): "the struts of the filter project outside the lumen of the vena cava itself. Massive distention and thrombosis within the ivc and lower extremity veins is no longer identified. There are likely several venous collaterals throughout the abdomen." "There is a 3.5 cm in length component of thrombus extending through the tines of the ivc filter to the level of the infrahepatic ivc. There is some central recanalization of the thrombus of the left femoral vein. The ivc filter tines are noted to extend beyond the wall and into the adjacent structures including the right psoas musculature and causing a pressure erosion of an adjacent vertebral body." "Extensive venous thrombosis extending proximally from the level of the ivc filter which is at the level of the renal veins and distally to involve the bilateral iliac and femoral veins. Some of the clot is hyperdense suggesting acuity. A 3.5 cm component of clot extends through the tines of the ivc filter towards the infrahepatic tines are noted to extend beyond the ivc wall into adjacent structures."

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.